Event description:
It was reported that during a colon procedure, the clips would not advance. Another like device was used to complete the procedure. No patient consequence reported.

Manufacturer narrative:
Eval summary: the analysis results found that the er420 instrument was returned with the jaws over twisted. The instrument was cycled and ejected the fourteen clips due to the condition of the jaws. The instrument locked out as intended. An investigation has been initiated to address the root cause of the finding. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.